Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 24fr sheath is 8mm. In this case, the patient¿s access vessel diameter was reported as 8.8mm; [dd1] the vessel was described as mildly calcified with moderate tortuosity. It appears that patient factors (smaller vessel than anticipated and diffuse disease) contributed to the reported event. It is possible that there was also calcification not appreciable on pre-procedural imaging. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
Per report, during a transfemoral tavr procedure there was difficulty advancing the 28fr dilator through the right iliac artery (ria) past the aortic bifurcation. The retroflex 3 introducer sheath set (24fr) was then attempted to be placed through the ria and could not be advanced into the aorta. When the introducer sheath was removed, there was a perforation of the ria. The CT surgeon repaired the perforation through the existing groin cut down using a carotid pericardial surgical patch. The perforation was successfully repaired. The case was then converted to transapical approach and completed successfully with no known complications. The difficulty with the dilator and the sheath was attributed to the patient having smaller vessel size than originally anticipated, as well as more diffuse disease in the distal aorta than was originally noted in the CT scans. There was nothing abnormal noted with the dilators or the sheath prior to use or during prep.